Event description:
It was reported the device was used on a low anterior resection. It was reported the surgeon placed stapler on rectum and removed the device. The surgeon again placed the stapler, fired the device, transected tissue, and removed the stapler. Upon removal of the device the surgeon noted staples were not present. At this time the bowel was open. The surgeon completed the case with a hand sewn anastomosis. Upon removal of the ax55g, the device was inspected and they could see the drivers but no staples were present. There was no consequence to the pt.